Manufacturer narrative:
Concomitant medical products: product ID: 37081-60, serial# (B)(4), product type: extension. Product ID: 37081-60, serial# (B)(4), product type: extension. Product ID: 37081-60, serial# (B)(4), product type: extension. Product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: analysis of all three extensions found ¿no anomaly.¿

Event description:
It was reported that high impedances were measured on all three extensions. It was stated it was ¿not possible to insert the lead into the extension¿ with any of the extensions. There was ¿no alleged product issue¿ with the lead or implantable neurostimulator (ins). The extensions were not implanted as a result of the event and instead the ¿leads were inserted directly in the ins.¿ the ins was noted to be in the ¿bottom pocket instead of abdominal one.¿ there were ¿no¿ patient symptoms or complications associated with the event and the patient was alive with no injury at the time of report. The patient was ¿doing well and receiving effective stimulation¿ as of five days after initial report. Additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.